Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The actual device was not available; however, two (2) retained samples were provided for evaluation. Visual inspection of two retention samples did not identify any abnormalities that could have contributed to the reported condition. A functional air passage test was performed, and no blockages were found. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a continu-flo solution set while in use with a baxter infusion pump. After 10 minutes of paclitaxel infusion, it was observed that there was an occlusion alarm on the baxter pump and there was no fluid flow through the set. The device contained paclitaxel. The set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.